Event description:
The customer reported that the system lost x-ray functionality and locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply was evaluated and confirmed to be the optimal operating voltage. The workstation pcb assemblies were also reseated during the service event. The system was tested and found to be working as intended and returned to service.